Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported during implant attempt of the lead, the helix would not extend. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.

Event description:
It was reported during implant attempt of the lead, the helix would not extend. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.